Event description:
It was reported that the incorrect pt assistant (model 9538) was packaged with the device. (B) (6) 2009, corrective/preventative action report is included in the event. No patient complications reported with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned, further investigation not possible without device.